Event description:
Surgeon was inserting the groshong catheter in the operating room when it sheared and broke inside the patient. As the surgeon was bringing it through the tunnel above the clavicle, the catheter broke. The surgeon brought the catheter back through the tunnel, and it remained in the internal jugular vein. They tried to use the guidewire to go through the groshong using fluoroscopy, to try to go through the valve, but this was unsuccessful. Then staff attempted to repair the groshong using a catheter repair kit, but this was also unsuccessful. The groshong ultimately had to be removed completely and the catheter replaced.